Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: an empty opened foil, a labeled winding former with two detached needles and several sutures piece into tray of product were returned for analysis. This product is double armed. During the visual inspection of the sample, the swage and attachment area were as expected; however, the suture has begun with the process of disintegration; this is the cause of needle pull. Also, the foil was examined for visual inspection and present holes in cavity on the back- foil package due to excessive manipulation and this condition contributed to degradation of the suture. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause of suture needle pull off pre-op is a suture degradation; due to the improper handling of package.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a suture was used. During surgery, it was found that the suture had been detached from the needle. It was not a control release needle. There were no adverse patient consequences reported. No additional information was provided.